Event description:
A dialysis facility reported that there was a massive blood leak in a reused dialyzer during a hemodialysis treatment and there was no machine alarm. The extracorporeal circuit with an estimated blood volume of 250ml was discarded. Blood loss through the dialysate could not be estimated, but it must not have been significant since the pt was asymptomatic and no blood transfusion was necessary. There was no serious injury or illness.